Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6)

Event description:
Evaluation summary: upon receipt of the unit it was observed that mmc, ac power cord, and velcro cable tie were the only items returned with the unit. Cd and quick reference guide are missing. Front bezel stand offs are broken and bezel needs to be replaced. It was determined to be broken receiver on rf isothermal cable.

Event description:
The clinic nurse at (B)(6), the generator unit does not work due to the catheter tip broke off in the generator unit due to the catheter cord being caught in the table as it was being lowered. The patient had already received tumescent anesthetic, but had not received any treatment with the closurefast catheter. The procedure was aborted.